Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1bktm, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the patient was implanted for bladder control. Patient said they had surgery on (B)(6) 2017 and they replaced the leads. The reason for the lead replacement was that therapy was not working, was not helping symptoms. They tried changing all the programs. Since (B)(6) 2017 therapy was still not working like it should, not helping and the patient feels it up the tailbone, and it hurt. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va1bktm serial# implanted: 2016 (B)(6) explanted: 2017 (B)(6) product type lead implant and explant device reflect the tined lead, 3889-28, interstim. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on february 2nd reported the patient denied any injury to her back or falls that would account for her issues. The hcp noted there was nothing apparent when the lead was replaced. The hcp noted the patient did not bring her programmer to her last appointment, postoperative, but would return for programming on (B)(6). There were no further complications that have been reported as a result of this event.